Manufacturer narrative:
Premature depletion was not confirmed by analysis. Longevity analysis found the battery depletion to be within overall longevity. Device image was reviewed by clinical engineer and the bpa was determined to be false.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.